Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose of 500mg/dl. She reportedly attributed her high reading to a bent cannula on her infusion set, and therefore declined troubleshooting. No equipment was reported. No additional information was reported.